Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the device fell off event. The device was inspected and due to the adhesive foam pad used condition, the original adhesion properties could not be verified. The complaint aboutthis device could not be confirmed.

Event description:
The patient reported that the v-go fell off after having it on approximately for an hour. The patient explained that he was at the store and when he got into the car he found out that the v-go fell off and the needle was out. The patient stated that he was able to put the v-go back on after it fell off by pushing the needle button. The patient mentioned that he tried twice to get the needle back into his body without success. The patient mentioned that he was not sure if he did something wrong or what really happened. The patient indicated that he wears v-go on his abdomen.